Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, and completed the field correction form on behalf of customer; customer was instructed to place pump in storage mode, return malfunctioning pump within 10 days using provided materials, and then program pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.